Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the right ins was failing and emitting an elective replacement indicator (eri). The battery was replaced. No patient symptoms or further complications were reported as a result of this event.